Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the apollo. Ar-9821, was used during a rcr procedure on (B)(6) 2020. After the procedure, it was found that the patient have burns. The burns occurred where the perfusate leaked. It has been reported that the patient's subcutaneous tissue was very thin. During the surgery, continuous perfusion with a pump was performed. Additional information 11/10/2020: the patient was treated for the burns with gentamicin ointment and dressing materials were applied. No photos of the burns are available.

Manufacturer narrative:
Complaint not confirmed. No damage was observed on the device. The device was tested with a console and saline water with a continuous 60 seconds activation. The device temperature did not visibly increase.